Event description:
MRI burnout; on february 5th, the MRI scanner supplied by philips healthcare / medical systems, (B)(4) has burnt. The fire / smoke started from magnet. There was a smoke during patient scan and scan was stopped and asked philips engineer to visit to check the problem. During engineer testing the phantom scans smoke emitted from magnet and complete MRI was burnt. Fortunately, there was not pt during this time. FDA safety report ID# (B)(4).